Event description:
Covidien netherlands regional office reports that customer reported: "spontaneous injection of contrast after using drip mode."

Manufacturer narrative:
Liebel - flarsheim manufacturer report: review of complaint by lf tech service: the way the optistar le operates with regards to the drip mode is as follows: once the injector is enabled and drip mode is started, drip mode can be ended in one of three ways: on the active drip mode screen, there is a button used to stop drip mode and return to the drip mode setup screen, on the active drip mode screen, there is a button used to stop drip mode and return to the main injection screen. (Exiting drip mode), let the drip mode proceed to temination at which point the injector will return to the main injection screen. In all of the above scenarios, the main injection should not start on it's own. To start the injection would take the operator action of pushing the start button either at the powerhead or console. L-f cannot think of, or duplicate, or a normal operating sequence wehre the le will start an "a" side contrast injection directly after the drip mode has concluded or has been stopped with no user command. Even if the start button is stuck when the drip mode is started, it will not start the main injection. All of the returned pc boards and the returned power cable were functioning properly with no defects found. No cause could be found for the reported complaint. Quality will monitor through the cts for similar issues.